Manufacturer narrative:
Spacelabs¿ technical support provided instruction for troubleshooting the xhibit central station. The customer¿s biomed resolved this issue performing a controlled reset of their xhibit central station. The customer¿s biomed confirmed the xhibit central station was operating according to specifications. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 of loss of monitoring telemetry patients from the xhibit central station. No injury was reported with this event.